Manufacturer narrative:
The drape was returned to deroyal on 11/7/2022 for evaluation. A supplier corrective action request (scar) was issued to the drape supplier o&m halyard medical. Root cause: was established as a dirty area and not following good manufacturing practices. Issue was found during use, as part of the good manufacturing practices all personnel must use cloth-like hats and antistatic gowns. In addition to this, cutting personnel wear gloves to avoid damage on product. The following corrective and preventive actions have taken place by o&m halyard medical: internally (B)(4) was created to address this kind of issues. The taken actions were to create an audit commission to monitor the controlled access rules and retraining in the ja-07297 to all personnel. To prevent this from potentially happening in the future, o&m halyard medical notified the complaint and personnel were also notified of the issue. Production records were reviewed and no issues were found. An inventory check of the drapes was made by deroyal. A total of (B)(4) of the 5-1918 drapes were inspected and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Opened up a cmc extremity pack. When we were unpacking the pack, we found a hair in the weave of the bottom sheet. Everything was taken down and new pack was done. The patient was not involved.

Manufacturer narrative:
A user facility medwatch report ((B)(4)) was received on 11/2/2022 reporting an opened up a cmc extremity pack. When we were unpacking the pack, we found a hair in the weave of the bottom sheet. Everything was taken down and new pack was done. The patient was not involved. A supplier corrective action request (scar) was sent to the supplier o & m halyard health. The sample was returned to deroyal for evaluation on 11/7/2022. Deroyal reviewed product specifications and the work order for the specified product. An inventory check of 125 products were examined and were deemed to be acceptable. Deroyal also reviewed the failure modes and effects analysis and determined that it was not in need of an update. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
The drape was returned to deroyal on 11/7/2022 for evaluation. A supplier corrective action request (scar) was issued to the drape supplier o&m halyard medical. Root cause: was established as a dirty area and not following good manufacturing practices. Issue was found during use, as part of the good manufacturing practices all personnel must use cloth-like hats and antistatic gowns. In addition to this, cutting personnel wear gloves to avoid damage on product. The following corrective and preventive actions have taken place by o&m halyard medical: internally qnc-no3-22-00120 was created to address this kind of issues. The taken actions were to create an audit commission to monitor the controlled access rules and retraining in the ja-07297 to all personnel. To prevent this from potentially happening in the future, o&m halyard medical notified the complaint and personnel were also notified of the issue. Production records were reviewed and no issues were found. An inventory check of the drapes was made by deroyal. A total of 125 of the 5-1918 drapes were inspected and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.